Event description:
It was reported via repair work order that the screw that holds the calf support onto footrest was broken .no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.